Event description:
Erroneously elevated tropoini (accu tnl) results from two (2) different pt samples generated by the access 2 instrument. The accu tnl result from pt a was 1.47 ng/ml. The accu tnl result from pt b was 1.45 ng/ml. The accu tnl results were not reported out of the lab. The customer re-centrifuged pt a and pt b original samples and then re-tested for accu tnl. The repeated accu tnl results were 0.01 ng/ml for both patients (a and b). The repeated accu tnl results were reported out of the lab for pt a and b. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.